Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the insulin pump stopped working, had motor error alarms and the drive support cap was flush. Customer's blood glucose value was 270mg/dl. Customer also mentioned about the failed battery test which was resolved later. Customer was able to complete pump rewind. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Pump passed the displacement test however the pump alarmed compromised force sensor system during the prime test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. No failed battery test alert noted. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, broken reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner.